Event description:
It was reported the programmer "will not activate" the programmer rf (radio-frequency) head. The programmer was returned for repair. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. A known good rf (radio frequency) head was used and the programmer worked fine. Keyboard latch is broken. Bullet cover is missing from the hinge plate. Latch on the power cord door is bent back. Programmer error log indicates system errors have occurred in the past.